Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a cracked belt clip slot.